Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have a tooth-to-tooth alignment that keeps them from properly biting. The tooth-to-tooth interference is felt when clenching teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.